Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: six weeks after a mitral valve repair, the patient presented with complications. Medical and/or surgical intervention was needed to prevent a permanent impairment of a function. The surgeon re-operated on the patient and observed that the suture knots remained in tact, but the suture thread had broken. The suture strand disengaged into the patient cavity. The event led to and/or extended patient hospitalization. A competitor's suture was used during the second mitral valve repair. Patient status is alive, with injury.

Manufacturer narrative:
Patient codes: no code available; patient underwent a re-operation six weeks after the original procedure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.